Event description:
It was reported that the device was difficult to interro- gate. When interrogation was successful, the measured battery voltage was 2.41 v and an eri message was displayed. Telemetry was lost then regained. The measured battery data was 2.19 v, 16 ua, 35 kohms. On august 21, 2006, the magnet rate was appropriate at 70 ppm.